Manufacturer narrative:
The field service engineer evaluated the device and provided the customer a quote for repair. The customer declined repair.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter(da pcba adc) reference failed, vent inop occurrence. The customer reported there was no patient involvement.